Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that a system failure error occurred during force system test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt. The device was received in good condition with no appearance of any physical damage. An error code was found in the ehl (event history log). A power up and force sensor test was performed. The customer reported issue was confirmed as the force sensor test error was found at power up and the force sensor reading is out of specification. The root cause of the issue is unknown, but the force sensor was out of calibration. To correct the issue, the force sensor calibration all functional tests were performed. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: b5: additional information received via email from customer on 08-sep-2022 and attached to complaint object: no patient involvement. No injury. Updated date of event from unknown to (B)(6)-2022. H6: event problem and evaluation codes: updates not required. D10: device available for evaluation: updated h10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.